Event description:
Reference number (B)(4). Event occurred in canada. On 07-july-2024, it was reported that the patient encountered two infusion set cannula was kinked within 3 or more hours after insertion. The site of insertion was abdomen. The infusion set was in use for 4 hours. Patient blood glucose level was found to be 25 mmol/l and patient take correction bolus via pump. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1934558- MDR 3003442380-2024-19478- device 1 of 2. E1 patient country canada.